Event description:
It was reported that the surgeon was inserting a eyeonics crystalens using a msi-pf injector and the foam tip plunger overrode the lens and tore the lens. The surgeon enlarged the incision to remove and replace the lens and a suture was used to close the incision. The patient's prognosis is good with post-op drops a routine. This is one two incidents that occurred to this patient. See MFR report numbers 2023826-2007-02098 and 2023826-2007-02099 for the other incidents.

Manufacturer narrative:
A foam tip plunger lot search was performed for similar complaints and there was one similar complaint. A cartridge lot number search was performed for similar complaints and there was no similar complaints. Conclusions - the likely root cause of this complaint is lens injector and foam tip plunger overrode the iol.